Event description:
Cutdown performed to insert the iab. Later alarms sounded and tubing was checked. Condensation was removed and lines were changed out. One hour later alarms sounded again. Pressure and baseline decreased. A cutdown was performed to remove the iab. No further complications occurred. The patient is in guarded condition.

Manufacturer narrative:
Date of this report is 04/08/1998.